Event description:
Subsequent to the initial information, sus voluntary event report (mw5084609) was received stating: "during cath lab procedure the physician attempted to remove 6 french right femoral artery sheath with perclose vascular closure device. Two perclose devices failed. Alternative closure device was used instead. No ultimate harm to the patient." No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Attachment: sus voluntary report #mw5084609.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic heart catheterization. Reportedly, there was no suture with plunger removal. Another proglide device was used with the same result. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.